Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. As per the available information the patient¿s anatomy was severely tortuous. It is probable that the severe tortuosity caused difficulties during the clinical procedure and detachment of the ro marker from the distal tip of the cat 5. The ro marker was not retrieved from the patient. It is probable that this was the cause of the reported vessel occlusion/thrombosis. Therefore, an assignable cause of procedural factors has been assigned to this investigation. Subject device is not available

Event description:
It was reported that the intermediate catheter (subject device) was advanced to the middle cerebral artery m1 segment. After procedure, during final control, the intermediate catheter radiopaque marker had detached and migrated to the pericallosal left artery. The marker was left in the patient and led to the left pericallosal artery occlusion. No treatment/medication was administered to the patient.